Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the mid circumflex artery with mild tortuosity and mild calcification. The 2.75 x 18 mm xience prime stent was implanted successfully and confirmed to be fully apposed to the vessel wall; however, the next day, the patient had chest pain. Angiography was performed and found complete stent thrombosis. Medication was given and a thrombosuction catheter was used to treat the thrombosis successfully. Further dilatation was performed. The patient is now in observation. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina and thrombosis are listed in the xience prime everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.